Event description:
Customer reported that he changed the battery on the insulin pump it does not turn on. Blood glucose value is 250 mg/dl. Customer stated the device does not show damage and has not been exposed to moisture. Customer stated the contacts on the battery cap are not missing or damaged and the battery compartment ant the spring is neither damaged nor corroded. Customer inserted a new battery and the display did not return. Customer was advised to clean the cap and reinsert the battery after 10 minutes. Customer stated that the display did turn back on and received a battery out limit alarm. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.